Event description:
Device malfunction: none. Symptoms/ae: hypotension, bradycardia, myocardial infraction. Time of symptoms/ae: during the procedure, post stent deployment and dilitation. It was reported that during a stenting procedure of the left internal carotid artery, the patient experienced persistent hypotension after stent deployment and dilitation. The patient received blood transfusions and all her blood pressure medications were stopped. Subsequently, blood pressure came up and the patient was discharged to home two day later in stable condition. Additionally, the patient experienced bradycardia after post dilitation, which was medically managed. Additional information received indicated the patient was brought back to the hospital ER three days later due to weakness, found to be hypotensive and had a bump in troponin (non-q mi). The patient remained asymptomatic after admission from the ER; cardiac enzymes trended downwards and she was discharged to home in stable condition. It is noted that the patient's condition resolved in 2006. No additional information is available.